Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
I would like to inform you about a leaking valve. Patient thinks the valve is leaking. More information will follow. Waiting for feedback from our employee.